Event description:
Correction: the previous or initial MDR submitted on april 18, 2023 was filed inadvertently. No explantation or serious injury has occurred.

Manufacturer narrative:
This report is submitted on april 18, 2023

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 (reason for the explant unknown). It is unknown if there are plans to re-implant the patient with another device.